Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the external cardiac monitor noted 10 seconds pauses causing the patient to experience syncope- indicating failure of rv lead. Prior to the procedure it was noted that the rv lead exhibited high capture threshold which led to failure to capture. Besides, the patient reported that during work in construction he had dropped a nail gun directly on his device which could led to header damaged. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.